Event description:
The event occurred during preparation for use for a diagnostic bronchoscopy procedure. The intended procedure was completed using a similar device without any delay.

Manufacturer narrative:
E1/e2 were selected in error and cannot be removed, please disregard. Corrected fields: d4 (UDI). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined as the reported event was not reproduced. It is likely physical stress was applied to the insertion section while the user was handling the subject device, which caused an abnormality in the electrical components, and resulted in a temporary loss of image. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Warnings and cautions: caution turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image: warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.6 "inspection of the endoscopic system" inspection of the endoscopic image 3.while observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 "troubleshooting" if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide.¿ if the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope gave no image and had a bad connection. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was confirmed: the image flickered and sometimes image was lost. In addition, examination found that the insertion tube did not meet with ring gauge specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.